Event description:
During a thoracoscopy procedure, the instrument misfired. The surgeon applied another device. No pt injury was reported.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.